Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid in the pump module area door of their cycler after ending their pd treatment on (B)(6) 2022. The patient reported receiving a draining message occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Patient called in to report experiencing a blank screen during power up. The ok and stop keys made sound when pressed however the screen remained blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the reported event. The pdrn confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. The fedex tracking number was verified and no information was found that the customer sent the sample. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid in the pump module area door of their cycler after ending their pd treatment on (B)(6) 2022. The patient reported receiving a draining message occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Patient called in to report experiencing a blank screen during power up. The ok and stop keys made sound when pressed however the screen remained blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the reported event. The pdrn confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information has been requested but to date has not been provided.